Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) replaced the pyxis module controller board after determining that none of the indicator lights were on, successfully recovered the fourth drawer of the main unit, and had the customer complete an inventory to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4 was not detected on the bus. The cubies in main drawer 4 displayed a "not on bus" message. The machine was shut down and powered back on; however, the error persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.